Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a fatal error may have occurred overnight and station was online in remote smart service (rss). The customer attempted to restart the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fatal error. A technical support specialist dialed into station and noticed that the storage drive was completely full, with database log files consuming most of the available space. The tss explained that the database recovery model had been set to full and was changed to simple recovery mode to reduce unnecessary log growth. The database was manually reduced in size, which restored available space on the storage drive. The station was then rebooted, and the tss confirmed that the device returned to full functionality and that the fatal error was resolved. The system functioned as intended after the technical support specialist troubleshot the device.